Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be '1.1 incorrect water flow¿ with a potential root cause of '1.1.1 inadequate heat energy removal from or delivery to the patient due to misdistribution of pad water flow.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the arctic sun® temperature management system is intended for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications: there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient."

Event description:
It was reported that the nurse was attempting to initiate hypothermia with the arctic sun device, but the device was alerting low flow. The nurse stated there was no water flowing through the pads. The device would attempt to prime, and the flow would stop. There were four large pads in place. The patient's temperature was 37.3c with a target of 33c. With the pads attached, the flow rate was 0l/min, inlet pressure was -0.1psi, and the circulation pump was at 100%. Per troubleshooting with ms&s, the nurse was directed to stop therapy and empty and disconnect the pads. Manual control was enabled with the water temperature set for 10c. With no pads attached, the flow rate was 1.9l/min, the inlet pressure was -6.8psi, and the circulation pump was at 54%. The pump hours were 1750 and system hours were 1518. The right thigh pad was added, and the flow rate was noted as 2.3l/min with an inlet pressure of -4.6psi and the circulation pump at 100%. The right thigh pad was disconnected, and the right chest pad was connected. The flow rate was 0.6l/min, inlet pressure was -6.1psi and then dropped to -5.6psi, and the circulation pump was at 100%. The right chest pad was disconnected, and the left chest pad was connected. The flow rate was 0.6l/min with an inlet pressure of -8.3psi and circulation pump at 78%. Manual control was disabled and therapy restarted. The flow rate settled at 2.7l/min. About 30 minutes later, the nurse stated the flow rate had gone back to 0l/min. The alerts/alarms were checked, and there was one alert 116 (patient temperature 1 change not detected) and one alarm 117 (patient temperature 1 change not detected). The nurse was advised that the alarm 117 is what stopped the device. The nurse restarted the device, and the flow rate settled at 2.6l/min. She stated she would attempt to find a back up device and set of pads if they continue having issues. Ms&s advised to check the rectal probe placement. The patient temperature was correlating with the overhead monitor temperature from a second source.